Event description:
Related manufacturer report number: 2017865-2022-03165. It was reported that during remote follow-up, the patient presented with noise oversensing resulted in pacing inhibition on their pacemaker and right atrial lead. No information about intervention was reported. The patient was discharged.

Event description:
Related manufacturer report number: 2017865-2022-03165. It was reported that during remote follow-up, the patient presented with noise oversensing resulted in pacing inhibition on their pacemaker and right atrial lead. No information about intervention was reported. The patient was discharged.